Manufacturer narrative:
An event of heart block and implant of a permanent pacemaker was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Section d: suspect medical device - d4 serial number: changed to (B)(6), d4 primary UDI number: changed to(B)(4).

Manufacturer narrative:
An event of heart block and implant of a permanent pacemaker was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - impact code: code 4641 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor transcatheter aortic valve was chosen for implantation utilizing a large flexnav delivery system. The patient's baseline rhythm was atrial fibrillation. The patient required pacing while the closure devices were being placed due to bradycardia. After valve was deployed, the patient developed complete heart block. The valve was implanted. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 3mm at the non-coronary cusp and 7mm at the left-coronary cusp. There was no reported malfunction with the navitor device. The next day on (B)(6) 2023, a permanent pacemaker was implanted. The patient was reported to be discharged.